Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined, however information from the field indicated the sensing issues were consistent with the dislodgement of the lead.

Event description:
During follow-up, sensing changes was observed on the atrial channel. The lead was found to be dislodged and was successfully repositioned. The patient was in stable condition.